Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve at a depth of 4 millimeter (mm) on non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc), a post balloon aortic valvuloplasty (bav) was performed using a 30 mm balloon due to moderate paravalvular leak (pvl). One day after implant echocardiogram indicated trace pvl. One hundred and seventy-six days after the implant of this transcatheter bioprosthetic valve, moderate to severe central aortic regurgitation was reported. The echocardiogram indicated there was no leaflet damage or calcification. Subsequently, one hundred and eighty-one days after implant a second non-medtronic valve was implanted. No additional adverse patient effects were reported.